Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection was due to loose connection. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during drain one of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette and transfer set disconnected due to a loose connection. Renal therapy services (rts) advised to dispose the current supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.